Event description:
Hcp reports the original pt symptoms and diagnosis including pain in the right shoulder and right arm due to rsd. Tingling from the spinal cord stimulation was felt by the pt, but was not tolerated. The pt also experienced some cramping in her right arm. Hcp reports the ipg was revised in 2006 as the unit had flipped and the pt had more pain in the left buttock. More deep dissection and add'l sutures were placed for securing the product. The hcp reported the pt presented 2 months later due to an increase in pain at the ins site. The MFR rep tried many reprogramming options for the pt's stimulator, but the tingling felt by the pt in her right shoulder was not tolerated. The physician indicated the pt had the product removed 20 days later without any complications. The device has not been received by the MFR for analysis.